Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that there was a confirmed 3rd overdischarge. It was noted that a physician mode recharge (pmr) did not successfully reset the device. It was noted that a replacement was required as a result of the event. It was noted that the battery had been overdischarged and ¿jump started¿ with a pmr three times. It was noted that the last time the battery went dead was in february. It was noted that the patient stated that they called the manufacturer and someone helped the patient with a pmr but this time it did not successfully restart the battery. It was noted that the patient then spoke with the health care professional (hcp) and the patient was scheduled for a replacement. It was noted that the overdischarge was confirmed upon the manufacturer representative meeting the patient on 2014-03-24. It was noted that the issue was resolved. It was noted that the patient had less than 50% therapy relief and noticed a return of pain symptoms without stimulation on due to the overdischarged battery. It was noted that the patient was alive with no injury at the time of the report. It was noted that the battery was replaced with a non-rechargeable implantable neurostimulator (ins).

Event description:
Additional information received reported the patient was doing well and receiving effective therapy.

Manufacturer narrative:
.

Event description:
It was reported the patient's previous implantable neurostimulator (ins) was replaced on (B)(6) 2014. No additional therapy or device issues were reported the day of current report.